Manufacturer narrative:
(B)(4). Cat# 00875201436 lot# 62180027 36mm i.d. Size mm elevated rim liner use with 60mm o.d. Size mm shell cat# 00801803601 lot# 62246367 femoral head sterile product do not resterilize 12/14 taper cat# 00875706001 lot# 62227822 60mm o.d. Size mm porous uncemented with cluster holes shell use with mm liners cat# 00625006540 lot# 62227596 bone screw self-tapping 6.5 mm dia. 40 mm length cat# 00625006540 lot# 62286114 bone screw self-tapping 6.5 mm dia. 40 mm length bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required additional rehabilitation for treatment. All implants remain intact without concern, and the patient remains satisfied and active without device allegations. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two months post-implantation, the patient was diagnosed with trochanteric bursitis. The patient was prescribed physical therapy and nsaids. Attempts have been made and no further information has been provided.